Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support. While on support, there was oozing from all puncture sites. Heparin was removed from the purge and bicarb was placed. Additionally, the impella flows dropped and placement signal was off the screen. Unable to re-zero pas. The pump was explanted and the patient expired. There is not enough evidence to dissociate the impella pump as an associated factor to the outcome given bleeding event and pump flow therapy suboptimal.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp with smart assist system with automated impella controller section: warnings and cautions instructions for use for the related event are as follows: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ section: using the automated impella controller with the impella rp flex smartassist system catheter, use of the repositioning sheath and the 23 fr peel-away introducer: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ impella rp smartassist system with automated impella controller & rp flex with smart assist system with automated impella controller, section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ rp flex with smartassist system with automated impella controller, section: warnings & cautions: warnings: ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, access site bleeding, and low pump flow has been completed. The impella device was not returned for evaluation. Vascular damage - peripheral vessel: clinical details noted that bleeding was occurring from multiple sites. It was not noted if any repairs were performed for bleeding. The root cause of the vascular damage - peripheral vessel could not be definitively determined as limited clinical details were provided. Access site bleeding the clinical details noted that patient was oozing from all puncture sites. The root cause of the access site bleeding was most likely patient condition related as patient was bleeding from multiple sites per clinical details. Low pump flow: data logs were reviewed and lt log at time of issue showed a large motor current spike with a speed deviation and sudden drop in flows. Additionally, a step up in placement signal was observed at time of motor current spike. Pump flows remained lower than p-level range for remainder of case. Clinical details noted that patient was not on any forms of anticoagulation at time of reported issue. The root cause of the low pump flow was most likely due to biomaterial ingestion based on returned data log analysis.